Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm large hem-o-lok clip applier instrument was not clamping the vessel. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel. The issue is related to the clip opening after closure of the clip. The purple large hem-o-lock clips were the size and type of clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred during the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.